Manufacturer narrative:
Concomitant medical products: cat # unk, lot # unk, description: unknown accolade ii size 2-132; cat # unk, lot # unk, description: unknown 32-0 biolox head; cat # unk, lot # unk, description: unknown 32 neutral x3 liner. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient had a hip revision on (B)(6) 2016.